Event description:
The customer reported that while discharging during operational check. The nurse saw sparks coming from the left paddle and alleged that she was shocked. The nurse was seen by a physician and had no evidence of injury.

Manufacturer narrative:
(B)(4). The customer reported that while discharging during operational check. The nurse saw sparks coming from the left paddle and alleged that she was shocked. The nurse was seen by a physician and had no evidence of injury. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.